Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and unable to perform the displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test, rewind test due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery critical pump error alarm and was able to clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.